Event description:
Double lumen bard power PICC 4 french found with crack to purple lumen where purple meets tubing. This PICC was removed and piv was started. Potential for infection.

Event description:
Double lumen bard power PICC 4 french found with crack to purple lumen where purple meets tubing. This PICC was removed and piv was started. Potential for infection. The dressing that we are using is the institution standard ---the sorbaview shield . The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.